Event description:
The customer reported the system failed to display an image from the live monitor. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator was calibrated and connectors were reseated. The power supply was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.